Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia, feeling tired and insulin pump had some problems with battery, it run out and customer had to put in a new battery. The customer¿s blood glucose level was 581 mg/dl at time of incident, did bolus to treat high blood glucose and other blood glucose level was 481 mg/dl. Customer reports they did not feel okay to troubleshooting. The device will not be returned for analysis.